Event description:
The patient reported that last night patient put a vgo on his arm and locked the needle button down. The patient stated when he woke up the needle button had been released while he was sleeping.